Manufacturer narrative:
The complaint was able to be confirmed from pictures from the customer. According to the end user, they were 5 seconds into the activation of the device when the tip broke. Root cause is determined to be user error in using the device for a different intended use, and an extended activation time. According to the attached IFU, - applying excessive force on the cautery during use may cause tip to bend or break. - the recommended duty cycle is 2 seconds on and 6 seconds off for a continuous time of no longer than 15 minutes - intended use - bovie® cautery devices are used for stopping small bleeders in hemostasis and other similar uses. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleged, "the tip broke off during use. No patient consequence, however it was noted that the surgery was canceled."